Manufacturer narrative:
It was reported that the patient underwent surgical procedure on (B)(6) 2006 and gynemesh ps was implanted concurrently with operative laparoscopy with extensive pelvic abdominal adhesiolysis, laparoscopic sacrocolpopexy, culdoplasty and posterior colporrhaphy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was implanted; and on (B)(6) 2006 and advantage sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.